Manufacturer narrative:
Device evaluation: breach to the outer jacket located approximately 3" from the distal tip; the breach is approximately 7/8 of inch. No broken fibers were observed. The split was attempted to be propagated by hand, with no success. A score was observed on the inside of the outer jacket parallel to the split. There were no non conformance's found with the extruded tubing used during manufacturing of this product lot. We are unable to determine the exact process where it occurred. There have been no other complaints similar to this event.

Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to extract cardiac leads. A spectranetics glidelight laser sheath was selected. After lasing with aggressive force, a split in the laser sheath was noticed with light emitting from the defect. The patient was successfully treated with another device. No patient harm, nor significant delay in treatment occurred. This report is being made against the potential for exposure to manufacturing materials and uv radiation.

Manufacturer narrative:
(B)(4).

Event description:
This follow up is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation (device evaluation was 12/1/2016).